Event description:
It was reported that the device was dead; that it malfunctioned. The pt went to ER/urgent care at three different local hospitals and was trying to get the device replaced. No further info was reported.